Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump that goes to 0.3 ml and then alarms was confirmed and reproduced during product evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an infusor. Pump with a condition of "will not infuse". This condition occurred during testing in the clinical engineering department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.